Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2016 with the following findings: evaluation revealed that the rear label was missing. A crack in the battery compartment was found above the grip pad to the threads and below grip pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment . This report is made based on results of investigation completed on 08/12/2016.